Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose level at the time of incident was above 400 mg/dl. Customer was placed into an emergency room. The customer was treated with intravenous insulin infusion for high blood glucose event. The customer's current blood glucose value was above 300 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.